Event description:
Additional information from the hospital ((B)(6)) that no other inappropriate or appropriate episodes have occurred with this device. No adverse patient effects have been reported in association with this ICD.

Event description:
Boston scientific received information that during the implant procedure, this implantable cardioverter defibrillator (ICD) delivered a shock when it was programmed to monitor + therapy mode. It was determined that the ICD oversensed non-cardiac signals and then delivered inappropriate therapy. Data was sent to boston scientific technical services (ts) for further review. A ts consultant reviewed the data and discussed that the morphology, timing and frequency of the non-cardiac signals observed on the ventricular channel appear to be a result of air bubbles being released from the port. No adverse patient effects were reported but the oversensing did result in asystole for more than two seconds as a result of pacing inhibition. The ts consultant provided information on how to avoid this issue in future implants. The ICD remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.